Event description:
The customer reported that the inner cannula disconnected from the ventilator tube and could not be locked. Pt was recannulated.

Manufacturer narrative:
If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.